Manufacturer narrative:
This is related to MDR#: 3011632150-2020-00060. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis/occlusion is listed in the biomimics 3d instructions for use. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest the device caused or contributed to this event. This MDR report is related to MDR#: 3011632150-2020-00060. The patient was enrolled in the biomimics 3d post market observational study on (B)(6)2018. The patient had two biomimics 3d vascular stents implanted at index procedure on (B)(6) 2018 to treat a de novo occlusion of the sfa proximal third to sfa distal third of the left leg. On the (B)(6) 2020 a restenosis of treated vessel (target vessel) was identified and was described as possibly related to the procedure and device. This event of restenosis required a percutaneous intervention that included a target lesion revascularisation (tlr) which included bypass surgery. The outcome is described as resolved and the patient has recovered. The devices remain implanted.